Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose level was 422 mg/dl at the time of incident and current blood glucose was 198 mg/dl. The customer was treated with bolused with pump. The customer had symptoms such as thirstiness. The customer performed high pressure test and was failed. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis. Concomitant: reservoir3ml(frn)mmt-332a, paradigm quick set mmt-397.

Manufacturer narrative:
Device passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. Device was monitored and functioning properly noted. (B)(4).